Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported, he began using a new type of insulin infusion set 6 weeks ago. He stated he has used the infusion sets about 6 times and each time he had elevated blood glucose readings up to 500 mg/dl and then discovered the cannula was bent at a 90 degree angle. He stated he would correct his blood glucose levels by giving himself an insulin injection and changing to the type of infusion set he had previously used. He said his blood glucose levels are currently within his normal range of 120 mg/dl. The patient was sent an insertion device. On follow up, the patient stated he has had no further issues since using the insertion device with the new infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced but there was no product available to be returned for evaluation.